Event description:
According to the customer: "rn in ticu stated had several ail alarms infusing bivalirudin and nicardipine. Particularly the nicardipine it happened around 5 times in a span of 6 hours. Rn felt indentations from where the tubing goes inside the pump is causing the microbubbles to bundle up and form a big bubble which will cause the pump to alarm." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400656981. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs of the defect were provided for evaluation. A thorough investigation could not be performed from the evidence on the photograph. No sample or lot was returned for evaluation. The reported defect was not confirmed. All available information was forwarded to the supplier for further evaluation. A possible root cause could not be determined. An approved project is in place to further address issues with the air in line alarm. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.